Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a patient was injected with juvéderm volbella® xc, in lips. Patient developed ¿nodules along upper and lower mucosal lips¿ with juvéderm volbella® xc, after dental procedure approximately 3 months post injection. Hcp put patient on doxycycline 100mg bid x 4 weeks. Symptoms ongoing. Hcp commented, ¿nodules developed after cavity fill.¿ no further information was provided.